Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. Angiodynamics is attempting to obtain additional information in regards to the patient well-being. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material assembly and performance specifications.

Event description:
As reported on (B)(6) 2015, an (B)(6), female patient presented for an endovenous laser procedure. The procedure was successfully completed with no report of device malfunction or patient complications. It was reported that during withdrawal, the treating physician was unsure that the fiber was withdrawn at the same rate the sheath was withdrawn. Upon withdrawal of the fiber from the sheath, it was noted the gold tip of the fiber remained fully attached to the fiber. Post procedure, during the follow up visit, it was noted via ultrasound that a piece of the sheath had possibly burned off inside of the patient. There was no report of the patient experiencing any adverse effects due to this event. It was reported that the patient had no dvt, pain, or complaint. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.